Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly the customer is using cold insulin, and not properly cycling the cartridge. . Tandem clinical support informed customer that using cold insulin, and not cycling the cartridge, is off label per the user guide. Customer changed the pump supplies and successfully resumed insulin therapy. Customer¿s blood glucose (bg) was displayed "high"; although specific value was not provided. Elevated blood glucose levels were addressed by correction bolus via the pump.